Manufacturer narrative:
The evaluation report was provided by the service provider on 10/27/2020 and confirmed the reported issue. The administration set cassette connector was broken in half, indicating the pump was still engaged to the cassette when force was applied at an angle to the side of the pump at the tubing connection site, causing the connector to snap. Also, the blue priming spacer which should be removed from the cassette by the user during setup was twisted off and broken, indicating user training error.

Event description:
On 10/14/2020, a distributor of infutronix reported the following on behalf of an end user : "received an email from (B)(6) that there was a leaking pain pump." A patient was involved. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.